Event description:
It was reported that this patient had the catheter placed in february and reported pain after infusion of chemotherapy drug on may 18. The catheter was pulled out by 1 cm and flushed with normal saline and liquid leakage occurred. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4016 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong clearvue catheter within a patient. A droplet of a clear liquid was observed on the catheter just proximal to the insertion site. No splits or other damage could be seen on the catheter in the returned photograph. While the catheter in the returned photograph appears to have a leak, the root cause(s) of that leak could not be determined from the returned photograph. Possible causes include sharp instrument damage, stylet damage, fatigue failure, and over-pressurization. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient had the catheter placed in february and reported pain after infusion of chemotherapy drug on (B)(6). The catheter was pulled out by 1 cm and flushed with normal saline and liquid leakage occurred. No other information was provided.